Event description:
An unknown size coronary stent system was inserted into a patient for the treatment of an unknown lesion. The lesion morphology is unknown. It was reported that a patient had 11 stents implanted over time; the two medtronic stents was implanted in 1996. It was reported that the patient is experiencing allergies and had wires removed following CABG surgery due to allergic reaction. The patient has been diagnosed with multiple illnesses. No further information has been obtained by medtronic.